Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient developed an ulcer/non-healing wound at the battery pocket site following implant. The patient described that they experienced fat necrosis, per their physician, which contributed to the development of the open wound. The patient stated that the issue occurred gradually after implant. No known environmental or external factors were reported that may have led or contributed to the issue. The patient was examined by their healthcare provider (hcp) who determined a pocket revision was necessary. No other specific diagnostics or troubleshooting was done at that time. The patient¿s implantable neurostimulator (ins) was moved lower in the left buttock area to allow the ulcer/wound to heal. It was noted that the revision took place on (B)(6) 2017. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, with injury.¿ indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported that the cause of the ulcer/mom-healing open wound and fat necrosis was abrasion to the skin/pressure wound. There were no further complications reported or anticipated.